Event description:
Discordant, falsely elevated insulin and anti thyroglobulin antibodies (anti-tg ab) results were obtained on two patient samples on an immulite 2000 xpi instrument. Additionally, imprecise vitamin b12 results were obtained on one patient sample. All initial results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower for insulin and vitamin b12, while an error was displayed for anti-tg ab. The samples were repeated again on the same instrument, resulting as expected. The patient sample was repeated twice for vitamin b12 at 1:5 dilution twice, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated insulin and anti-tg ab results and imprecise vitamin b12 results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they obtained false clot detected errors on three patient samples. A siemens technical support center (tsc) specialist verified that the customer replaced the probe as part of troubleshooting. The customer noted some air in the water lines, the reagent dual resolution dilutor (drd) and the clot transducer mirror. The customer ran clot prime diagnostics and primed the drds thirty times. The air appeared to be primed out but the instrument was still displaying errors. A siemens customer service engineer (cse) specialist was dispatched to the customer site and evaluated the instrument. Upon the cse's instructions, the customer replaced the sample line and a distilled water inline filter. The customer verified the operation of the water bottle and the clot sensor. The customer primed all the sample lines and a clot sensor. The customer ran quality controls, which were acceptable. The cause of the discordant, falsely elevated insulin and anti-tg ab and imprecise vitamin b12 results on three patient samples is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.